Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was in the range between of 400 mg/dl to 500 mg/dl. The customer was assisted with troubleshooting.  The customer was using the insulin pump 48 hours prior to the incident. It was unknown if the auto mode feature was activated. Customer stated that the insulin pump had an insulin flow blocked alarm and cannula was bent. No further complications were reported. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 770 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The no delivery alarm beeps and functioning properly during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.2 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Customer alleged not confirmed for no occlusion alarm occurred. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Correction in summary: doctor reported customer changed to 770g pump on (B)(6) 2022 and changed the reservoir that evening. Blood glucose went up to 300mg/dl. Then blood glucose went up to 400mg/dl on (B)(6) 2022. Customer was hospitalized on (B)(6) 2022 per sap for pump. There was no error message. Blood glucose continued at 400 to 500mg/dl levels around noon. Acidosis was observed in the blood gas. When replacing the set, a bent cannula was seen but there was no occlusion alarm. Blood glucose was still high after replacing the set, so doctor thought there might be some problems with the pump injection. Customer was treated with manual injection. When checking customer's technique, it was found to be incorrect - customer did not fill the cannula. Insulin pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and h6 was not correct. Corrected information have been provided in section b5 and h6 with this report.